Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2026, an arterial catheter was inserted into the patient to measure invasive blood pressure. After the catheterization, it was discovered that the hemostatic valve was malfunctioning; blood continued to leak even after the valve was closed. The catheter was therefore replaced and reinserted, and the issue did not recur. However, the repeated catheterization caused further vascular injury to the patient, resulting in pain, discomfort, and anxiety.